Manufacturer narrative:
(B) (4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
(B) (4).it was reported that during a carotid artery stenting treatment procedure, stent migration occurred.the 85% stenosed and 18mm target lesion was located in the right proximal internal carotid artery with a reference vessel diameter of 8mm. It was noted that the diameter of the internal carotid was smaller than the common carotid. A filterwire ez was deployed, predilation was performed and the 10x31mm,5.9f,135cm carotid wallstent was implanted. At the time of deployment, prior to post dilation, the wallstent migrated 15mm distally from the target lesion. As a result, a 8x36mm, 5f, 135cm wallstent was implanted in an overlapping fashion with the migrated stent. The stents were post-dilated resulting in 10% residual stenosis. There were no injuries as a result of the migration and the patient was discharged one day later.